Event description:
It was reported that when the catheter was removed from the right subclavian a split in one of the ports (brown) was observed. It was further stated that the catheter was removed because the patient had a fever. A new catheter and a new site (left subclavian) was inserted. Patient's condition was good. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.